Event description:
Forceps were used to hold the pin in place and then the instrument was used to drive the pin in.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the screwdriver would not interface with the distractor pins. No delay to the procedure. No adverse consequence to the patient. Patient outcome post surgery was successful. Concomitant device reported: unknown distractor pin (part # unknown, lot # unknown, quantity unknown). This report is for one (1) self-retaining screwdriver. This is report 1 of 1 for (B)(4).